Manufacturer narrative:
King fisher deep well plates from this OEM supplier (not specifically this lot) were included in a larger scale complaint investigation involving multiple suppliers and supplier lots. Customer samples of complaint material and samples from remaining inventory of complaint lots were tested the week of 14-sep-2020 to evaluate the occurrence of droplets and risk of cross contamination due to droplets. This investigation confirmed the droplet formation; however, there was no conclusive evidence that droplets lead to well-to-well cross contamination, as observed through functional testing. In addition, there are multiple steps in the workflow, if not followed per instructions in the user guide, that can cause potential cross contamination. Cross-contamination can occur any time a highly positive sample is manipulated by touch or transfer, such as during the addition of sample volume to the plate at the start of the extraction process, the addition of reagents to the sample, transfer of eluted sample to the pcr plate, or poor pcr plate sealing prior to the vortex step.

Event description:
Customer indicated that they believe they have recently encountered issues with cross-contamination. This is perceived as when they re-ran positive samples, they were then negative. Thermo fisher scientific could not confirm whether or not any false positive results were reported to physicians and/or patients. No deaths or serious injuries were reported. On (B)(6) 2020, customer reported that the lysis plates from lot 20200713 are causing lysis solution to accumulate up the walls of the wells in the plate and leaving many drips of this fluid at the very top of the wells, leading them to believe that is a source of cross-contamination.